Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, d9, h3, h4, and h6. The device was returned to olympus for inspection, and the customer's complaint of the xenon light source blinking was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that dust that had accumulated on the electrical contacts inside the output socket and around the sensor caused a communication error with the scope, causing the light-emitting diodes (leds) on the front panel to flash and the image to display a color bar, and that error e300 was displayed on the monitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front panel light emitting diodes of the xenon light source was blinking. The issue occurred during maintenance. There were no reports of patient involvement.